Event description:
It was reported that with the subject programmer, the cpr3 head did not initialize.

Event description:
It was reported that with the subject programmer, the cpr3 head did not initialize.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject programmer and reveal an issue with the cpr3 head.

Event description:
It was reported that with the subject programmer, the cpr3 head did not initialize.